Event description:
A patient experienced pain following a urethral bulking implant procedure. The doctor observed exposed material attached to the urethra and free floating material in the bladder via cstoscopy. The material was removed via grasping foreceps. No further complications have been reported.